Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent surgery for fracture and was implanted with competitor products (plate and screws). Subsequently patient had extra bone and experienced pain. Revision surgery was performed to reduce the pain and head was exchanged during the surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2-foreign- australia. D10. Item#:00811400218 ;lot#:64765668 ;item name: femoral stem 12/14 neck taper std. Offset size 2 180 mm stem length. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.